Event description:
During cardiopulmonary bypass, the centrifugal pump stopped unexpectedly. The pump was manually operated by means of the backup manual drive until the conclusion of the procedure. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.